Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) induced brief episodes of atrial tachycardia. Technical services (ts) reviewed several episodes in which this device correctly identified premature ventricular contraction (pvc) and applied an algorithm to resynchronize atrial-ventricular timing. The atrial pace after application after the resynchronization appeared to result in brief periods of atrial tachycardia. Device reprogramming and optimization options were discussed with the health care professional (hcp). This device remains in service. No additional adverse patient effects were reported.